Event description:
It was reported an asymptomatic patient presented remotely via merlin.net with multiple non-sustained right ventricular oversensing episodes. The health care provider thought intermittent right ventricular capture was the cause of the episodes. The patient was to be brought in for further evaluation. No further information was available.